Event description:
It was reported that the system 7 aseptic housing disassembled during inspection at user facility. It fractured and top housing was detached from the bottom housing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, housing fractured and disassembled, was confirmed. The engineering technician observed that the top housing was separated or fractured completely off of the lower housing. No other symptom failures were identified. Potential causes for a cracked housing include excessive autoclave exposure, exposure to high ph cleaners, cleaning solvents, or impact. Device is placed in parts retention.

Event description:
It was reported that the system 7 aseptic housing disassembled during inspection at user facility. It fractured and top housing was detached from the bottom housing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.